Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing on 12/6/2021 and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes underfilled. The following information was provided by the initial reporter: "reports the tube does not fill as the usual way."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes underfilled. The following information was provided by the initial reporter: "reports the tube does not fill as the usual way".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photos and two videos were provided for investigation. The photos were and videos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. The videos show a draw being completed with a holder/needle. The product is nearing the expiration date. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 10 retention samples from bd inventory were evaluated by draw testing on 12/6/2021 and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes underfilled. The following information was provided by the initial reporter: "reports the tube does not fill as the usual way"